Event description:
A report was received stating an 840 ventilator experienced a device alert which subsequently caused the ventilator to stop cycling. There was no patient involvement reported. Though requested, no additional information has been obtained.

Manufacturer narrative:
(B)(4). During a follow-up with the user facility, the ventilator was found to have been repaired and returned to clinical use without further issue. The user facility's biomedical engineer reported to have replaced the graphical user interface (gui) printed circuit board (pcb) to resolve the issue. The covidien customer service engineer (cse) installed the current software revision.

Manufacturer narrative:
(B)(4).